Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer states that the cell-dyn 3200 sl hematology analyzer is not reproducing wbc results when testing in the closed mode of operation. The customer provided one example: initial wbc was 8.2 k/ul and the repeated sample yielded a wbc result of 31.4 k/ul. A slide review was performed, estimating the wbc count to be 6.85 k/ul. No impact to patient management was reported. Service was dispatched to troubleshoot the issue.